Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Protime generated 3.4 inr and the reference laboratory result was 0.96 inr. Patient treated based on the laboratory result. Patient's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# l2kwc111. Method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Results: complaint was not confirmed through the instrument and cuvette evaluation. Itc has requested all data required for form 3500a.